Manufacturer narrative:
(B)(4). The analysis results found that the device was received and with the right ramp jaw disengaged from the cam. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clip jammed in the device. It is unknown at this time how the procedure was completed. There was no adverse consequence to a patient reported.